Event description:
It was reported guidewire coiled in on itself when being deployed preventing catheter insertion. In the past 2 weeks, customer reported the guidewire is not deploying properly. The patient needed to be stuck again. Meds were not given as quickly as they could have been. "No major issues." It was reported this occurred with two devices. This report addresses both devices. 06/06/2025: it was found during an investigation the coiled tip of the guidewire was wound around the guidewire and positioned within the flash notch of the needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of a damaged guidewire is confirmed and was determined to be use related. One 20 g accucath ace was returned for evaluation. An initial visual observation revealed use residue on the sample. The guidewire of the device was observed to protrude from the flash notch of the needle and loop back into the flash notch. A microscopic observation revealed the coiled tip of the guidewire was wound around the guidewire and positioned within the flash notch of the needle. The observed damage and position of the guidewire suggests the guidewire was advanced against resistance, such as into tissue, causing the guidewire to buckle and come out of the flash notch of the needle. This complaint will be recorded for future trending and monitoring purposes.